Event description:
The patient was not receiving any auditory input. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed on an unknown date. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.